Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. This event is most likely device-related due to strata material. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device code - remove 1068, 1354, 2907. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, aneurysm growth and type iiia and iiib endoleaks were detected by angiogram. The physician elected to treat the patient by implanting a bifurcated afx2 device and suprarenal afx device on (B)(6) 2018. There have been no additional patient sequelae reported.